Manufacturer narrative:
The pump was received with missing retainer ring and reservoir tube o-ring. Unit received with minor scratched lcd window and case. No cracks were noted at the reservoir window or case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and a reservoir window is cracked. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced. No further details given.